Manufacturer narrative:
The ''yes'' box in device evaluated by MFR was not checked in the follow-up MDR# 1. Correction is being submitted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the lens was placed in the patient's eye and the posterior capsule broke. The lens was removed from the patient's eye and an anterior lens was chosen. No incision enlargement was required. No patient injury was reported. No further information was provided.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection showed the lens was cut in half, most probably due to explant / removal and replacement process. Due to the damaged condition of the returned sample, no further analysis could be performed. A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.